Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead needed to be repositioned several times. Finally, the lead could not be properly fixed and the pacing threshold values were too high, at greater than 5v. The procedure was cancelled and rescheduled for a later date. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid in the helix housing and in the lead lumen. The shocking coil was stretched at the proximal end and in the middle. The distal end of the lead was inside a damaged catheter; the catheter layers were removed to facilitate analysis. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet was inserted into the lead but became stopped at 550 mm from the terminal end, due to misaligned rate/sense conductor coils. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing threshold measurements that were observed during the implant procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead needed to be repositioned several times. Finally, the lead could not be properly fixed and the pacing threshold values were too high, at greater than 5v. The procedure was cancelled and rescheduled for a later date. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.